Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a procedure performed on (B)(6) 2012. According to the complainant, during preparation, the snare was tested and it was noted that the sheath was disconnected from the handle. The procedure was completed with another captivator ii polypectomy snare. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a procedure performed on (B)(6) 2012. According to the complainant, during preparation, the snare was tested and it was noted that the sheath was disconnected from the handle. The procedure was completed with another captivator ii polypectomy snare. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula was detached, and it showed no evidence of having been impacted by the cautery pin. The condition of the returned device rendered functional testing impossible. The complaint was confirmed; the device was received with the handle cannula detached, which is likely what the customer meant by 'the outer sheath was disconnected from the handle.' During manufacturing, the cautery pin is screwed down onto the handle cannula to attach it in place. However, the handle cannula showed no evidence of this step, suggesting an improper assembly during the manufacturing process. Therefore, the most probable root cause for this incident is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.